Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on 08/10/2017, that on (B)(6) 2017, the patient experienced intermittent audio output and an adverse event. It was reported that on (B)(6) 2017 at approximately 10:00pm, the patient lost control of the vehicle, blew out 2 tires and the vehicle came to a stop. The paramedics arrived and measured the patient's blood glucose (bg) and it read 32 mg/dl. The paramedics treated the patient with glucose injections at the scene and then transported the patient to the hospital. The patient was seen by the on-call doctor and was admitted. The patient was treated with intravenous (IV) therapy and was given juice and crackers. The patient was in the hospital for 5 hours until her bg was stabilized and was released at approximately 3:15am on (B)(6) 2017. The patient indicated that the accident occurred due to not hearing the alert on the continuous glucose monitor (cgm) which led to the hypoglycemic event. At the time of contact, the patient was in stable condition. No additional patient or event information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defects were found. The receiver was charged and rebooted. A manual test was performed and speaker sounded. A functional test was performed and it passed. Performed receiver dropped tests for audio intermittent and it passed. The receiver case was opened for an internal visual inspection and it passed. The speaker resistance was measured and registered within specification. The receiver log was downloaded and evaluated with no related errors observed. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.